Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture was breaking while tying the knot. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation: the opened complaint sample was returned for analysis. During visual product evaluation, it was found that complaint sample pack had broken piece of suture. As complaint sample pack was received in open condition & having blood stains, functional product evaluation cannot be performed on received sample. Retain samples of the incident code and lot number was retrieved for analysis. These packs of retain samples were visually inspected for attributed defects, but no such defects were observed. These packs were opened and sutures and needles were found intact. The sutures were physically inspected for any attributed defects, but no such defects were observed. The needles were inspected for any attributed defects, but no such defects were observed. The batch manufacturing record was reviewed to further investigate. The batch manufacturing record was reviewed for any process deviation, but no deviation was observed. The sterilization run record was reviewed and found to be as per requirements. The finished goods record was reviewed for fg release parameters and found to meet specification. Minimum knot pull tensile strength test value of retain sample was found meet the usp average tensile strength requirement. Per the condition of the retains, the above analysis indicates that there was no issue related to the suture quality and processing of this incident lot.